Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. The customer was declined to troubleshooting and due to knowing why she was high. Customer reported recently she has been getting the bolus timed out message. Customer was notice the message when she was attempting to deliver another bolus and saw the red light flashing and see the missed bolus message. Customer found the canula was bent. Customer reported that they ran a self test pump passed. The device will be returned for analysis.